Event description:
It was reported that the ilet bionic pancreas experienced signal loss from a dexcom g7 continuous glucose monitor (cgm) sensor despite the active readings in the dexcom g7 app; the user restarted the pump and repaired the sensor. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms and no medical intervention. User support included education and guided troubleshooting, including verification of pairing credentials, confirmation of cgm data availability in the sensor app, and device restart. Investigation of this case revealed a communication disruption between the ilet and the cgm transmitter consistent with environmental interference or transient connectivity issues, with no evidence of a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was probable external interference leading to temporary loss of communication.